Manufacturer narrative:
The device was reportedly missing it's radiopaque markers that aid in visualizing and tracking the device in the pt's anatomy during angiography. The device in question has been returned to MFR however, the investigation is still in progress. If the investigation finds any relevant info as to the cause of the user's experience, a supplemental report will follow.

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure to treat a 90% stenosed lesion in the left anterior descending (lad) coronary artery, the marker could not be seen under angiography. The catheter was removed from the pt and checked again. The markers were still unable to be seen. The procedure was completed with another device. There was no allegation of harm.